Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, there was no power to the harvester. This occurred on 2 harvesters from the same lot number. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).